Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the plunger of the bd plastipack¿ syringe was broken. Found before use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
1 - confirmed: bd was able to confirm/ reproduce the incident in question. 2 - samples/ photos analysis: the image and the sample sent by the customer were verified and it was possible observe barrel damaged 3 - DHR review: it was verified the batch record and the manufacturing date for this batch was january 19th to 20th, 2018. The process inspections were performed at properly frequency and no records of this defect were found. The current controls at manufacturing process to detect the defect are performed by visual inspection with each 2 hours at 36 parts at assembly machine; 4 - qn review: no quality notification (qn) that could related to defect were observed. 5 - maintenance review: no maintenance record that could related to defect were observed. 6 - conclusion: it was performed the DHR, quality notification and maintenance analysis and no occurrences potentially related to the defect was observed. The image and the sample sent by the customer were verified and it was possible to observe the plunger rod broken. The potential cause for the problem is a syringe jam on assembly machine system, causing the damaged and the breakage. That jam is inherent to the manufacturing process and occurs occasionally on the process. As internal action for product quality improvement, will be performed the blitz # 44/2018 for defects of damaged components and leakage. Investigation conclusion: it was performed DHR evaluation and no occurrences potentially related to the defect was observed. Based on this evaluation and the process failure analysis the potential causes for the problem is: - syringe jam on assembly machine system, causing the damaged and the breakage. That jam on assembly machine system, which caused the barrel damaged. The defect identified from this complaint will be monitored for trend evaluation.

Event description:
It was reported that the plunger of the bd plastipack¿ syringe was broken. Found before use. No reports of serious injury or medical intervention noted.